Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device history record review was conducted on (B)(6) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient and her hcp contacted animas to report that the patient was taken to the hospital on (B)(6) 2011 via ambulance for a seizure. When tested, the patient's blood glucose (bg) was 17 mg/dl. It was mentioned that the patient had recently started on the pump ((B)(6) 2011). The patient reported that on (B)(6) 2011 at approximately 2:30pm while driving, she began to feel lightheaded and pulled to the side of the road. The patient did not recall any events after pulling over; however, it was reported that emergency services was contacted by another driver on the road who saw that the patient was having a seizure. At the time of troubleshooting, during review of pump, both the patient and her hcp confirmed the pump's basal rate programmed at 1.00 units per hour with 24 hour total at 24. 00 units was correct. During review of the bolus history, it was noted that at 7:35am on (B)(6) 2011 .45 units and at 12:18pm that same afternoon a bolus of .50 units had been administered. Review of total daily dose history showed a total of 13.6 units had been administered on (B)(6) 2011. On (B)(6) 2011 a total of 20.25 units had been administered and a total of 10.35 units on (B)(6) 2011. Review of the pump's prime history showed that 11 primes/fill cannula totaling 237.9 units had been done between 7:28am and 11:56am on (B)(6) 2011. The patient reported she was disconnected from the pump during all of the priming. The patient claimed she did not have any issues with priming the pump and confirmed seeing insulin drops coming out of the end of the tubing. The cause of the low bg was unknown. This complaint is being reported because the patient was treated for severe hypoglycemia by an hcp while the reported device was in use.